Manufacturer narrative:
This report is for an unknown three-hole plate/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown when the plate broke; it is unknown if/when the plate was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a three-hole plate broke. It is unknown when the plate broke. This complaint is related to com-(B)(4) which captures the post-operative breakage of a plate and an intra-operative breakage of an instrument. This report is for an unknown three-hole plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed on a picture of the broken plate: from the review of the provided picture the complaint condition can be confirmed as there is broken 3-hole plate. The product was not returned and no article and lot number was provided, therefore, further investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.